Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the laser shut off during a vitrectomy procedure. The system was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
The system was examined and was not able to replicate the reported event. The system was tested and found to meet product specifications. The system was manufactured on march 3, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).